Event description:
The customer returned the device stating, ¿the device exhibited low device audio¿; during device evaluation it was found the downstream occlusion seal was detached. The event occurred during testing and there was no patient involvement or harm.

Manufacturer narrative:
H4 - device MFR date is unknown; no information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device exhibited low device audio" was confirmed through two tone alarm tests. The cause of the reported issue was damaged front piezo. Further investigation found the downstream occlusion (dso) seal was detached. The front piezo and dso seal were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.